Manufacturer narrative:
G4: correction: in initial report, date received by manufacturer was incorrect. The correct date should have specified 2/11/2020. H4:correction: in initial report, the device manufacture date was inadvertently reported as 6/21/2006, however the correct date is 06/10/2009. This follow up has the correct date indicated in section h4. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with striae on the left (os) post treatment. Patient had no complaints. It was stated that the patient did not experience a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Patient returned to clinic on (B)(6) 2020 for flap lift and stretch. Post op on (B)(6) 2020 revealed improved vision and all symptoms resolved. Bcva from (B)(6) 2019: pre-op right eye was 20/20 -.12 x -.50 x 110, pre-op left eye was 20/20 .00 x -1.50 x 74. Bcva from (B)(6) 2020: od: 20/20, os: 20/25.